Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the device to have melted around the aspiration holes. The reported condition was confirmed. No insulation was missing from the device. The device failed hipot testing around the damaged insulation indicating electrical leakage. The melting occurred as a result of arcing. Two possible sources of arcing were identified. Simultaneously activating the suction function and the electrical current may result in increased arcing at either the electrode tip or aspiration holes, causing the insulation to melt. Activating the electrode while retracted in the sheath could result in arcing through the aspiration holes and potential melting. The investigation identified the root cause of the reported event to be attributed to the user. The instructions for use (IFU) states, simultaneously activating suction/irrigation and electrosurgical current may result in increased arcing at either the electrode tip or aspiration holes, and/or burns to adjacent tissue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation: the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an low anterior resection (lar) procedure, electric leakage occurred near the aspiration holes (asp). A new device was opened but also had electrical leakage within one hour of use. A new device was opened again to continue. There was no patient harm.